Manufacturer narrative:
The customer¿s report of the inability of a maxplus extension set to remain securely attached was neither confirmed nor replicated. The connection between the maxplus extension set and various mating components remained secure throughout functional testing. The root cause could not be determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during the initial IV start the extension set would not securely attach to an IV catheter. The customer reported 1-2 ml of blood loss during attachment. There was no report of patient harm.